Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1 -11.5/1.0/081 (sphere/cylinder/axis) implantable collamer lens tore/broke before loading. It was reported that the surgeon believes that the lens was damaged during removal from lens vial. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was unknown.